Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of "high," exact value was not provided. A correction bolus or manual injection was delivered to address high bg. Customer switched to control iq software which has a preset insulin duration of 5 hours and customer normally uses a 3 hour insulin duration. Recommendation was made to consult with healthcare provider regarding diabetes management.